Manufacturer narrative:
H3 product analysis :evaluation determined that not possible to fit the burr inside the device. The likely cause of failure due to internal bearings are broken. It was also noted that tube is out of shape and laser markings and the color band are faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device doesn't work well during maintenance. It was reported that there was no patient impact. Additional information was received stating that broken bearing were found during evaluation.